Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic is observed on the lens. The lens has been cut into two pieces. One portion has a crack in the center. One portion has a split area. The cartridge was not returned for evaluation. The customer indicated the use of a qualified cartridge and handpiece. The reported event could not be verified because the lens was returned in the lens case cut into two pieces. The root cause for the reported event cannot be determined. The associated products are qualified. The associated products were not returned for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens did not advance in the injector. There was patient contact, but no patient harm reported. Additional information was requested.